Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 5 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (back) and indicated that pod initially worked overnight, but the following day a stinging sensation was experienced, and the pod reportedly appeared to stop delivering insulin. No medical attention was required. As treatment, a new pod was applied. The patient resides in austria, however they were travelling in croatia at the time of this event.